Event description:
It was reported the device is not oscillating. There was no backup available for use.

Manufacturer narrative:
The complaint of oscillate malfunction was reproduced. Mdu intermittently failed for ¿short circuit detected¿ and motor stall error. Cause of errors is a defective motor. Motor tac #2 and #3 shorted out. Corrosion was observed on motor and gearbox. A review of the manufacturing records shows that this unit was released to distribution on or about (B)(6) 2015. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to motor corrosion include cleaning and sterilization methods and the chemicals involved. A corrective action has been initiated to mitigate future recurrence of similar events.